Event description:
It was reported that during a hand held breast procedure, the device did not cut, a second probe was opened and it would not cut. At this point the surgeon decided to abort the procedure, and the patient received a core biopsy. The patient is fine.

Manufacturer narrative:
The device a was returned in good physical condition. The probe was connected to a test holster and control module, initialized, vacuumed and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cuts as intended. The probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The device b was returned in good physical condition. The probe was connected to a test holster and control module, initiated, vacuumed and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cuts as intended, the probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.